Manufacturer narrative:
The device was returned to olympus for inspection and reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the fiberscope to the service center for a separate issue. During the device analysis, the regional repair center indicates that coating peeled more than 1mm on the connecting tube was found. There was no patient involvement.